Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device results reported were 4.1 and 4.0 inr. The reported lab results were 3.06 and 2.76 inr. The device was replaced and requested to be returned for evaluation.